Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed, and no non-conformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient¿s lead incision site had not completely healed. The physician decided to cut and remove the leads. The wound has not completely healed currently and the patient remains under medical supervision. It was noted the patient smokes, which may have affected wound healing.